Manufacturer narrative:
An investigation conducted by the customer determined that there was no device malfunction. The loss of communication with the passport 2 monitor was due to a faulty network cable. The customer does not associate the monitor with the patient event. (B)(4). Exemption #e2015032.

Manufacturer narrative:
An investigation is in process pending the analysis of data logs.

Event description:
It was reported that on (B)(6) 2019 at 16:55, the passport 2 bedside monitor loss communication with the panorama central station for approximately 1.5 to 2 hours. A patient death was reported to have occurred at around 18:00.